Manufacturer narrative:
Product ID 8590-1, lot# n199219, implanted: 2009 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had a change in therapy effect. The patient had an increase in symptoms and was in the emergency room (ER) the next week. At that point, indium was put in the reservoir (hcp) did not have medication available to fill the pump until the week following the report. The pump had a low reservoir alarm date of 10/8. The device system was used to deliver clonidine, bupivacaine and baclofen. Additional information was requested but was not available at the time of this report.